Event description:
It was reported that revision surgery was performed to removed a resurfacing femoral head and was revised to a total hip arthroplasty. The reason for revision was not reported. The acetabular cup remained implanted.

Manufacturer narrative:
Please note this case is related to MDR 3005477969-2010-00110.